Manufacturer narrative:
Na

Event description:
The patient presented with a device that reported low rv signal amplitude and high thresholds. The physician determined that the lead was dislodged. The lead was repositioned and remains implanted.